Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). The complaint is confirmed with returned product. Verified item lot combination and reviewed manufacturing date as articular surface lot 64237129. Exhibits signs of use(nicked, gouged) and the dovetail feature is flared. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)46.) Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: the event occurred in (B)(6).

Event description:
It was reported that during a tka using persona devices, the surgeon was unable to insert the 10mm persona mc surface to tibiabase plate. No tissue obstructions were identified. An additional attempt was made, however was unsuccessful. After subsequently, 11mm persona mc surface was used to complete the procedure. No harm to the patient has been reported. Attempts have been made, and no further information has been provided.